Manufacturer narrative:
Related components of device system: model number / catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000243960, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) is not working. The patient stated that he could not get it hard enough. The patient visited his dr. But the physician stated there is nothing wrong with the device. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There is no any scheduled revision surgery at the moment. Sales representative believes that this is not a patient device education issue.